Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation. The fse tested the unit for proper operation. The unit was calibrated according to the specifications. The treatment output energies were checked and were within specifications. Fse also checked focus shift and aiming beam alignment was within specification. Fse found that the objective lens was smeared and instructed the customer not to use the alcohol for cleaning the lens but requested to do a preventive maintenance periodically to clean the lens. According to fse if the objective lens is not cleaned according to the guidelines, could get smeared which could affect the emission of actual energy than the display energy and that could cause pitting of lens. Reference: ophthalmic yag laser system, model: yc-1800, operator's manual, us edition, section 5-5: cleaning, 5.5.2- cleaning optical parts. Nidek made attempts to contact the assigned fse and the customer to gather additional information regarding the reported event without success. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek considers this failure mode a reportable event as the device has malfunctions and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc received a complaint ((B)(4)) from a customer on (B)(6) 2014. During the preventive maintenance (pm) the field service engineer was reported by the user facility that the doctor was having problem of pitting lens while using the (B)(4).